Event description:
Physician was trying to deploy capsule via delivery sys. Capsule did not deploy per MFR instructions. Physician was removing device when capsule deployed while withdrawing the device and landed at pt's vocal cords. Pt aspirated capsule. Pt was provided add'l sedation by crna. Crna examined airway and was able to visualize capsule just beyond vocal cords. Magill forceps were used to retrieve capsule and pt was placed on bi-pap. Increased number of deployment devices not working properly observed within the unit. Sales rep acknowledged company aware of issue.